Event description:
The incident occurred during an examination in the dr's office. While the dr adjusted the light, it came loose and hit both the dr and the pt. The pt rec'd a laceration to the scalp, the dr was not injured.